Event description:
It was discovered that a pump falsely alarmed for an upstream occlusion. It was determined that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Testing experienced a false upstream occlusion. The unit was retested with passing results. The unit was recalibrated for accurate occlusion testing.